Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt experienced no stimulation sensation and was also unable to adjust the stimulation. Follow up info obtained from the physician indicated that it was unk if the event could be attributed to the device and confirmed pt symptoms of pre-existing pain. It was noted that the device had stopped working in (B)(6) 2009, due to a "failed battery". The lead and neurostimulator both were replaced and the pt was reported as doing well following the procedure.